Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the novel lead was failing to capture, and the lead's helix was unable to extend and retract. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of helix mechanism issue and failure to capture were confirmed. As received, a complete lead was returned, and the helix was extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was over torqued and some broken filars consistent with procedural damage. Due to the over torqued inner coil, the lead failed in hi-pot test. On the other hand, the helix could be retracted and extended within specification. The cause of failure to capture was isolated to the shorting of conductors due to the over torqued inner coil. The cause of the helix mechanism was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil.